Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/22/2008 and was last repaired on (B)(4) 2012 for a non-related issue. Eval of the device observed that the bottom corners of the ovular slots on the back surface of the 4" width plate were galled, indicating evidence of over-tightening. The control bar had spots of minor discoloration. The electric dermatome operated below motor speed specification and was severely erratic. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side and the side to side calibration thickness setting. In post-repair, corrosion was observed on the motor. Customer also returned a power supply. The device operated within functional specifications and had no visible issues. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which could have contributed to the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was not running consistently; it surges while in use. The customer has tried different consoles, blades, etc. But the problem still remains. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.